Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom of intermittent power, which was reproduced during testing. Evaluation found the two negative terminal battery contact pins to be depressed causing the intermittent power connection while on dc power. The rear case was replaced to correct the condition.

Event description:
During baxter's evaluation of a spectrum pump, the device had intermittent power. There was no patient involvement.